Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited oversensing. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
.